Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The heli-fx guide was not used in tortuous anatomy. The guide was not re-positioned while the tip was deflected. The guide was re-positioned with the applier all the way in the guide. The guide was straightened prior to the re-position, re-insertion of the applier.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurx stent graft appeared to have migrated distally. The physician elected to implant an aortic cuff to extend proximal coverage and prevent aortic neck dilatation. Additionally heli-fx endoanchors were implanted as a prophylactic to secure both stent grafts to the aorta. However, the heli-fx guide kinked while it was being deflected and the applier could not pass through. It was noted that the tip was not aggressively deflected or over deflected. A new guide was opened and used and the event was resolved. The physician stated that the guide kinking was related to the device and the cause of the aneurx stent graft migration was unknown. No additional clinical sequelae were reported and the patient is fine.